Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal stiff snare was used to remove polyp during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the physician was trying to use cautery for polypectomy and it was noted that it was difficult to connect to the cautery port of the snare to the cautery cord. Cautery was applied from the snare as the snare began to cut through the polyp but energy was lost and no cautery was applied as the remainder of the polyp was cut. The original snare was used to complete the procedure. There were no patient complications reported as a result of this event.